Event description:
The injector was set to inject at a flow rate of 2 cc/sec for a total volume of 180 cc. Midway through the injection the pt noticed swelling under the patch and toward the wrist. An x-ray was performed indicating that approximately 40 cc's of contrast extravasated. The nurse stated that the IV was likely only .25 inch into the vein and could have backed out. The pt's arm was elevated, warm compresses applied, and the pt discharged. A follow up call to the pt deemed no need for additional treatment.